Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the back of the pump was "corroded" making it difficult for the customer to load and remove cartridges. There was no reported impact to blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.